Manufacturer narrative:
Our field svc engineer dispatched to the site examined the ventilator and downloaded the device logs. Visual inspection found substantial water in original pt circuit. The testing of the ventilator with the original pt circuit reproduced the problem. The fault was found to be caused by a saturated filter causing occlusion. The incorrect filter was replaced and no further problem was found. The ventilator passed the pre-use check and was returned to svc. The pt circuit and the filter are not mfg or distributed by us. Eval of the test logs shows that the pre-use check performed before the reported event was successful and the technical log has no entry on the actual day. Eval of the event logs for the time of the event confirms occurrence of the repeated alarms. The repeatedly generated alarms during the time of the event were high peep, high pressure and high continuous pressure. These alarms are all pt related alarms which can occur during pt treatment. This combination of alarms indicates an increased expiratory resistance in the pt circuit. Our conclusion in the matter is that there was no ventilator malfunction at the time of the event. The ventilator functioned normally and it generated appropriate alarms under the prevailing circumstances. The cause of the alarms was a saturated filter. A saturated filter on the expiratory side will lead to increased resistance in the pt circuit and cause the experienced alarms. (B)(4).

Event description:
It was reported that while the ventilator was connected to a pt it alarmed for high peep (positive end expiratory pressure) and high pressure. The ventilator was removed from pt. There was no harm to the pt. (B)(4).